Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such in the instructions for use.

Event description:
It was reported that a surgical procedure was performed to explant this artificial urinary sphincter (aus) due to fluid loss from a pin hole in the cuff resulting recurring urinary incontinence. It was also noted that the pump remained dimpled when manipulated. A new aus was implanted. No further patient complications were reported.